Event description:
It was reported a motor stall occurred on (B)(6) 2014 with the tube set on (B)(6) 2014. The patient heard the pump alarm and began experiencing withdrawal symptoms friday (B)(6) 2014 but was not seen until today, the day of the report. The reporter did not know if the onset was sudden or gradual. The patient's was seen for an unrelated post op appointment on (B)(6) 2014. No medical procedures like an MRI, etc were done that may have caused the stall. A pump refill was done today. The pump was also updated the day of the report and they thought the pump stall had recovered today. The patient was locked out of receiving 8835 bolus today but pump had just been updated post refill. The reporter planned to re-check the pump event logs with her 8840 and confer with the healthcare provider and patient. The pump was set to minimum rate on (B)(6) 2014. As of (B)(6) 2014 the stall had not yet recovered. The patient was scheduled for a pump replacement on friday 11/28/14. The pump was explanted and the patient recovered without sequela. The pump was used to deliver dilaudid.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# unknown, product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.